Event description:
Information was received from a patient regarding an implantable neurostimulator (INS). The patient reported they were unable to find a setting that provided relief. They stated that the previous settings worked for them, but the current settings did not. Patient reported they had already been reprogrammed twice at the hospital, but the settings did not seem to remain consistent, and they were experiencing significant pain. Patient mentioned that the stimulator had been implanted on (b)(6). Agent asked, and the patient confirmed that they had already tried adjusting their settings but still could not obtain relief. Patient noted that they received limited training and were set up with three groups containing multiple programs, but they did not understand what the programs were for. When asked for the event date, the patient did not provide a clear answer. Instead, they stated that they would initially get relief, but after a couple of days, the relief would start to decrease and become ineffective. Patient mentioned that after being reprogrammed, they would feel fine at first, but then the therapy would start to "drift" again, requiring them to return for additional reprogramming. Agent reviewed patient services, healthcare provider (HCP) and manufacturer representative (rep) roles. Patient stated they were having difficulty getting an appointment with the rep and their HCP. They also stated they would continue trying to contact the rep and the hcp office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.